Event description:
Attempts for the return of the faulty power cord was unsuccessful, as the site indicated they had lost it.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported this handheld device was not charging properly. The event had been occurring for a while, but it was not clear how long. The device seemed to charge depending on how the cable was laying. When the a/c and serial cable were wiggled at their connection, the charge light would flicker. The serial cable was returned on (B)(6) 2013 and is currently undergoing product analysis.

Event description:
It was reported that the power cord of the physician's handheld computer was believed to be not functioning properly. A company representative performed troubleshooting that indicated that the power cord would only charge the handheld computer if the cord was held a certain way. A new power cord has been shipped to the physician. Attempts for the return of the faulty power cord are in progress.

Event description:
An analysis was performed on the returned serial cable. During the analysis it was identified that the cable had an open electrical connection in the serial cable power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.

Manufacturer narrative:
Device failure occured but did not cause or contribute to a death or serious injury.